Event description:
Nursing staff was in the room with the patient when the automatic bp cuff began to inflate. Staff noted that the cuff stopped mid-cycle and would not release by itself. Rn noted blood starting to back up in the patient's IV (distal to the bp cuff placement) and that the patient's arm below the cuff began to look purple. Rn removed the cuff immediately. Pt had good radial pulses. Md was notified, no orders were recorded. Pt's only complaint was discomfort while cuff was inflating. Staff said they had not had this happen before. Equipment was changed and no other problems obtaining bp's. Biomed was notified and sequestered both devices in their department. Biomed completed testing of the mde unit and reported it is now working well. They were unable to duplicate the effects that were reported. They also said the cuff appeared to be in full working order and they were unable to duplicate any of the reported effects with the cuff either. All of the preventative maintenance checks have been completed and the devices passed their inspection.